Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 209 mg/dl at the time of incident. The customer stated that the insulin did exit during the fixed prime. The customer stated that the cannula was not bent. The customer stated that the no delivery would recur during bolus. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump had no excessive no delivery alarm during testing noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.